Event description:
The iab was inserted on 8/19/96 at 1335. At 0010 on 8/20/96, there was a sudden back-flow of blood into the catheter. The balloon had leaked. The pt had been in bed without any significant movement. The iab was removed by the surgeon and another was inserted at 0100. Co was informed of this complaint via the mandatory medwatch form received from the user facility on 8/23/96; uf/report #: 1964000-1996-0007).